Event description:
This is a description of a cluster of events when using the thoravent chest tube device manufactured by urasil. Case #1. 17 y/o with pneumothorax with thoravent placed x10 days that then recurred. Came to the ER, thoravent aspirated, discharged, then pt returned with a tension pneumothorax. Another thoravent was placed, pneumothorax did not resolve, pigtail catheter placed. Reference report: mw5159394.

Event description:
Additional information received on 9/11/2024 for report mw5159393 to remove death box. This is a description of a cluster of events when using the thoravent chest tube device manufactured by urasil. Case #(B)(4). 17 y/o with pneumothorax with thoravent placed x10 days that then recurred. Came to the ER, thoravent aspirated, discharged, then pt returned with a tension pneumothorax. Another thoravent was placed, pneumothorax did not resolve, pigtail catheter placed. Ref report: mw5159394.